Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-02755. Related manufacturer reference number: 2017865-2020-02756. It was reported that the patient presented with a pocket infection. There is no known allegation from a health professional that suggests the infection was related to the dual chamber pacemaker system. Upon interrogation, the right atrial and right ventricular leads exhibited noise. The physician explanted and replaced the entire dual chamber pacemaker system. During procedure, insulation abrasions were discovered on both leads. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.